Event description:
Reportedly, when the instrument was removed, the anvil remained jammed in the tissue. The anvil was retrieved through the rectum. Upon examination of the anvil, it was noted that one of the doughnuts was missing; it was found uncut on the anastomosis. Procedure: low colon/rectum anastomosis.